Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading on the adc device compared to an unspecified glucose reading obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced heavy sweating and visual disturbances characterized by blurry vision and minimal visual clarity. The customer self-treated by consuming rice cakes with yogurt. There was no report of death or permanent impairment associated with this event. A higher reading of 160 mg/dl on the adc device was compared to a competitor brand meter reading of 54 mg/dl on day 1 of wear. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.